Event description:
Ous MDR - it was reported that loss of capture on this right ventricular lead was noted on the same day as the lead had been implanted. No adverse pt side effects have been reported. A revision procedure was performed to reposition this lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.